Manufacturer narrative:
Concomitant medical products: red cap; 100ml eva container, bumetanide (bumex) continuous infusion 0.2mg/ml. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that while in the ed, a continuous bumex infusion was initiated at 1122 at a rate of 1ml/hr (0.2mg/ml) with a volume to be infused (vtbi) of 50ml. At 2041 the patient was transferred to a nursing unit. The admitting rn later discovered the bumex infusion, which was not running, the bag appeared to be empty, and review of the medication record indicated the infusion had been stopped at 1853. The rn reported that the transferring hcp from the ed had not mentioned that the patient had been on a bumex infusion. The rn checked with the cardiology service and was instructed to restart the infusion. At 2227 the infusion was restarted at 1ml/hr (0.2mg/ml). Prior to the initiation of the infusion, the rn purged the line of approximately 8-10cc to expel air bubbles that were observed in the tubing. At 2255 the device alarmed with ¿container empty¿ and the IV bag appeared to be empty. The pump programing was checked and found to be correct. There was no air observed in the line and the drip chamber was still 3/4 full. During troubleshooting, the rn opened the vent on the IV tubing and it was discovered that the IV bag was not empty; fluid in the bag could be seen. It is unknown how much the original rn wasted during the initial priming, but the patient clearly did not receive an entire bag or more than the ordered amount. A new IV bag and set up were obtained and the infusion was initiated with a new pump and channel. The patient¿s vital signs remained stable and the patient denied any dizziness or other complaints. Information regarding the reason the infusion had been stopped, the volume remaining in the IV bag, and the actual amount of bumex the patient received was not provided.

Manufacturer narrative:
Correction on initial report: h.4 the customer¿s report of the device alarming ¿container empty¿ (occluded- fluid side/empty container) but fluid was still present was confirmed. Physical inspection of the device noted the instrument seal missing. Right (male) iui was observed to be dull and with damaged ribs and left (female) iui was observed to be dull. The door latch assembly was observed to be from a third party. Internal inspection observed the bezel assembly installed was not the original factory installed bezel assembly. No anomalies were observed with any of the electrical or mechanical components. No errors or malfunctions recorded on pump module log at day of the reported event. Review of the log shows at 11:21 am the pump module s/n 4101545 was selected for programming, a remote IV was received for im_continuous bumetanide (drugid111). A drug amount of 10mg, diluent volume of 50ml, dose of 0.2mg/ml, rate of 1ml/h, and a vtbi of 50ml was programmed and the infusion was started. The pvi was recorded as 0ml at the time. At 6:53 pm the pump module was channeled off and the pcu powered off. The pvi was recorded as 7.51ml at the time. At 9:53 pm the pcu was powered on, same patient and same profile selected. The pump module was selected and the previous infusion was restored and user walkaway occurred. At 9:54 pm the pump module was channeled off and the pcu powered off. The pvi was recorded as 7.51ml at the time. At 10:07 pm the pcu was powered on, same patient and same profile selected. The pump module was selected, previous infusion restored selected and infusion was started. The pvi was recorded as 7.51ml at the time. At 10:41 pm the pump module alarmed for occluded fluid side. The pvi was recorded as 8ml at the time. From 10:42 pm to 10:47 pm the user silenced the pcu 3 times. At 10:49 pm the pump module was channeled off and pcu powered off. The pvi was recorded as 8ml at the time. At 11:04 pm the pcu was powered on, same patient and same profile selected. From 11:04 pm to 11:11 pm the pump module selected for programming and the previous infusion was restored, operator walkaway, pcu was silenced by user, operator walkaway and pcu silenced by user. At 11:12 pm the pump module was channeled off. The pvi was recorded as 8ml at the time. Functional testing found the device working as intended. The root cause of the customer¿s report that the device ¿container empty¿ (occluded- fluid side/empty container) but fluid was still present was identified in the event log but not replicated during testing.

Event description:
It was reported that a continuous bumex infusion was initiated at 1122 while the patient was in the emergency department (ed) and the rate was set at 1ml/hr (0.2mg/ml) with a volume to be infused as 50ml. The patient was transferred to nursing unit west 5 at 2041. It was later discovered that the medication was not infusing. Upon review, the infusion had been stopped at 1853, which was not reported to the rn at west 5. An order was obtained from the cardiology department to restart the infusion at 1ml/hr. At 2255, the device alarmed ¿container empty¿ and the medication bag appeared to be empty. The pump programming was checked and found to be correct, there was no air observed in the tubing, and the drip chamber was still ¾ full. Thereafter, the rn opened the vent, air was introduced, and realized that the medication bag was actually not empty as fluid was still present. It was unknown as to how much medication the ed rn wasted during initial priming, and the clinician mentioned that the patient did not receive the intended dose. A new medication bag and tubing were obtained, and infusion was initiated using a different device. There was a delay in the delivery of the medication as the infusion was stopped upon patient¿s transfer to west 5, and stopped again when the rn thought the bag was empty. Additional delay was due to wait while new medication bag and pumps were being obtained. The patient¿s vital signs remained stable and patient denied any dizziness or other complaints.